Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and proactively replaced the solenoid manifold, mount with key 2 the motor assy, and the reagent crsl with replaceable gear. The solenoid, manifold mount, tested, with keys and the arc, probe were also replaced. The likely cause was determined to be the solenoid, manifold mount, tested, with keys. A review of instrument service history for (B)(6), found no contributing factors on or around the date of the complaint. A review of tracking and trending for the architect i1000sr did not identify any trends. A review of tracking and trending for the solenoid, manifold mount, tested, with keys did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive architect rhtlv-I/ii results for 4 samples that repeated nonreactive at a reference laboratory. The following data was provided: (B)(6) initial result = 4.31, repeats = 4.23, 4.4 (reactive); (B)(6) initial result = 2.41, repeats = 2.19, 2.223 (reactive); (B)(6) initial result = 1.14, repeats = 1.18, 1.1 (reactive); (B)(6) initial result = 1.34, repeats = 1.31, 1.83 (reactive).